Event description:
It was reported that during use the device temperature would not rise. The temperature was set at 37 degrees centigrade, but the temperature of the blood transmission and the pt decreased to 30 degrees centigrade. The device was rebooted but the issue was not resolved. The device was switched to another for user of the blanket to warm the pt. Due to the lack of flow volume from the second unit, it took longer to rewarm the pt. Approximately 60 minute delay. The operation time was prolonged, but no pt effect was reported. This medwatch is related to MFR report: 8010762-2014-01279 for the second device. Ref.:(B)(4).

Manufacturer narrative:
A maquet field service technician will investigate this event. A supplemental medwatch will be submitted if additional information becomes available.